Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the device could not cross the lesion and during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was good post procedure. It was further reported that the balloon ruptured on the fifth inflation at 12 atmospheres.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the device could not cross the lesion and during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed a 4mm longitudinal tear 4mm proximal from the tip. There was blood and contrast present in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the device could not cross the lesion and during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was good post procedure. It was further reported that the balloon ruptured on the fifth inflation at 12 atmospheres.